Event description:
The customer reported to olympus, no image on the bronchovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: a e226, "scope communication error," message was displayed, moisture ingress in the whole instrument, corrosion detected on the print circuit board as well as in the body control unit, dents on the connecting tube external surface, bending section cover adhesive was separated, a dent on the plastic distal end cover, the biopsy channel was deformed, but forceps can be inserted and removed and due to the recent fluid invasion found in this scope, the replacement of the charged coupled device (ccd)-unit was recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defects were caused due to water invading the device while the user was handling the device which led to abnormality of electronic parts. The first event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image" " when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." The second event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image" "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.